Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during the procedure, the coronary sinus was limited with target lateral branches. On the first attempt, the physician had difficulty tracking over the wire to the distal segment of the vein. Multiple wires were used in order to provide more support for the lead to be placed into position, but ultimately the physician chose to look for an alternate vein. Prior to moving further through the coronary sinus, the guidewire could no longer be advanced through the distal tip of the lead. The rep who was present during the procedure, suggested there may be some blood obstructing the lumen, and that flushing may help to resolve the obstruction. Therefore, the lead was removed from the catheter, and flushing was attempted. While flushing the lead, it was observed that fluid was coming out from the side of the lead. It was suspected that the pressure from the fluid had perforated the lead insulation. Ultimately, a new lead was used to complete the procedure, which was successfully positioned in a higher branch of the coronary sinus, without further complication.